Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a post op check, the right ventricular lead was dislodged resulting in a loss of capture. The patient suffered from severe dilated cardiomyopathy and severe pulmonary insufficiency, which the physician believed caused the lead to dislodge. The lead was explanted.